Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10ml bd emerald¿ syringes with luer-slip tip and pre-attached needle luer slip tip was broken. This was discovered before use. The following information was provided by the initial reporter: nurse reports two faulty syringes where the luer slip tip is broken. Nurse has placed these in a bag for collection, not used on patient. Patient had other syringes so no dose missed.

Event description:
It was reported that 10ml bd emerald¿ syringes with luer-slip tip and pre-attached needle luer slip tip was broken. This was discovered before use. The following information was provided by the initial reporter: nurse reports two faulty syringes where the luer slip tip is broken. Nurse has placed these in a bag for collection, not used on patient. Patient had other syringes so no dose missed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-30. Investigation summary : a device history record review was performed for provided lot number 1910220 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the tips were observed broken. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly process has an in line detection system which inspects all product and automatically rejects any syringes with signs of defect. Based on these preventive measures, we believe it is possible that this incident resulted from imperceptible damage to the barrel component during the production process or strong conditions during use. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.